Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was the patient reported they were going to be having spinal surgery soon to open up the nerves/foramens between l3, l4, and l5. The patient stated they were not sure which nerves their stimulator was attached to or what precautions might be necessary prior to the spinal surgery or if a manufacturer rep would need to be present. The agent reviewed interstim therapy targets the sacral nerve when used on label. The patient reported they had been experiencing pain at the pocket site for years and the device was too close to the skin. The patient reported it was possible that their spinal neurosurgeon may move the interstim to a different location or deeper in the pocket during their spinal surgery. The agent reviewed the role of the manufacturer and recommended the spinal neurosurgeon consult with managing interstim physician. The patient mentioned they had already discussed pocket site pain with their managing doctor as well but he suggested the patient consult with a pelvic floor specialist first because patient has type 1 pelvic floor dysphasia and the doctor wanted to see if anything else needed to be done prior to considering pocket site revision. The patient also reported they were still having a lot of issues with peeing and also have preexisting bowel control issues as well that they wondered if the interstim could help treat. The patient also asked if they could have 2 interstim systems implanted. Reviewed indications and redirected any questions about off label use to managing doctor. The patient mentioned medical history that they have fibromyalgia and nerve damage caused by a history of spinal rod and pin implant.